Event description:
A pt contacted lifescan in 2005 and reported blood glucose results of 374 mg/dl, 270 mg/dl, 190 mg/dl and 75 mg/dl" with a lifescan meter, performed within 11-20 minutes of each other. The test strips the pt had been using were peeling. Customer service sent the pt a replacement meter and test strips. Meter and test strips were replaced for the pt.